Manufacturer narrative:
This device used for treatment and not diagnosis. The measurable dimensions of the returned flexible shaft were checked and found to be in compliance with the technical drawings and ao/asif specification. The examination of the manufacturing papers showed no deviations regarding material analysis, strength and structural stability. The values were in compliance with ao/asif specification and with the international standard for nitinol (55ni-45ti). No product fault could be detected. It is possible that the reamer heads either came in contact with a metallic part or that they were not clicked on accordingly onto the flexible shaft. This has led to the breakage / deformation of the flexible shaft and/or that simply too much mechanical force (possibly hard bone), well beyond its calculated design was applied during the surgery which caused these damages. Placeholder.

Event description:
Device report from synthes (B)(6) reports an event in uruguay as follows: the flexible shaft device broke during a surgery on an unknown date. No additional information is available. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. Manufacturing documents were reviewed and no complaint related issues were found.